Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-pump won't run alarm is the dso sensor. The post probable cause for air bubbles visible in line is the tubing/disposable connection; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting a "no disposable, pump won't run" alarm. Per reporter troubleshooting was unable to resolve the issue. Reported residual volume: 10.7, rate 2.3 and given 94.35. No adverse patient effects were reported. Per reporter no additional information is available.